Event description:
Septicemia [sepsis]. E. Coli in blood stream [escherichia bacteraemia]. Stopped blood from clotting [coagulopathy]. (E.coli in blood stream) attacking liver [liver injury].fallopian tube developed a cyst [fallopian tube cyst]. Temperature of 39.5 (103.1 f) [pyrexia]. Pus and fluid-fallopian tube [purulence]. Retained tampon [foreign body]. Had rigours [chills]. Getting more and more unwell [malaise]. Tampon left in for about a week [device misuse]. Case description: a consumer reported via email that they, a female age unspecified, used tampax tampon, version/absorbency/scent unknown, last known use retained a tampon for one week, (B)(6) 2012 through (B)(6) 2012, and was hospitalized after developing septicemia. She had removed the tampon at 17:00 on (B)(6) 2012 and by 02:00 she had developed chills and a temperature of 39.5. Her husband called an ambulance and she was taken to the hospital where, after a few hours, a junior doctor from the gynecology department did an internal examination, blood tests, and sent a swap off; in the meantime she was put on a drip to stop her from dehydrating. The consumer lay on a trolley in the emergency department for 10 hours and was slowly getting more unwell. By the time she was transferred to another hospital and admitted to the private wing, she had developed septicaemia, e.coli was in her blood stream and had started attacking her liver, stopping her blood from clotting; a scan revealed one fallopian tube had developed a cyst, pus and fluid too. Within minutes, a haematologist, gynecologist, and infection specialist were at her bedside administering a strong combination of unspecified antibiotics trying to cure her. The consumer was released from the hospital after almost a week and came home in an emotional state of shock and feeling very depressed about how this could have happened; she felt earlier scans, immediate cultures, and antibiotic intervention would have kept her from becoming so ill. She was finally feeling well enough to report the incident (on (B)(6) 2013). The case outcome was improved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; unable to proceed with product investigation.